Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed while on a patient. Through follow-ups, customer indicated that patient's spo2 dropped. Unit was swapped out and patient's continued treatments. The customer does not have patient's information.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed while on a patient. Through follow-ups, customer indicated that patient's spo2 dropped. Unit was swapped out and patient's continued treatments. The customer does not have patient's information. Customer indicated that they are not permitted to release the information.